Event description:
After further review, an initial emdr for this complaint was submitted in error. The issue was identified during a machine inspection at the warehouse before delivery and installation, which makes it non reportable to the FDA. Therefore, no follow up emdr is required. Please cancel mfg report number 2249723 2026 0000439 in your system.

Manufacturer narrative:
After further review, an initial emdr for this complaint was submitted in error. The issue was identified during a machine inspection at the warehouse before delivery and installation, which makes it non reportable to the FDA. Therefore, no follow up emdr is required. Please cancel mfg report number 2249723 2026 0000439 in your system.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name and event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) dead pixel was found on screen during the equipment inspection prior to installation. There was no patient involved.